Event description:
The customer contacted baxter's service center regarding a check lines and bags alarm which occurred on the homechoice (hc) during prime while the patient was not connected. The home patient (hp) said that he noticed that one of the bags was not connected very tight and that it was leaking. The technical service representative (tsr) advised the hp to dispose of the current supplies and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance (bps) contacted the care giver (cg) on (B)(6) 2012. She stated that the hp had not tightened the connection properly, and made no allegations against any of baxter's products. The cg stated that nothing unusual was noted about the supplies. There were no samples available and she did not recall the lot. The hp had recently received a kidney transplant and would no longer be completing peritoneal dialysis. There were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is confirmed because not properly securing connections may cause a disconnect resulting in a leak, which is a use error that can lead to contamination. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.